Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a drive motor anomaly. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. We were unable to perform self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. In addition, we were unable to verify drive motor anomaly due to critical pump error. The device was received with corroded electronic assemblies, corroded motor home switch, corroded battery tube, faded serial number label and minor scratches on lcd window.